Event description:
The customer reported that the device battery would not charge. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer to evaluate the power management pcb board for replacement to address the reported problem. The biomedical engineer reported the power management board and battery were replaced to address the reported problem and the device is back in service.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.